Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.

Event description:
The user facility reported a 45-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The cardiovascular intensive care unit (cvicu) did not initiate systemic heparin nor switch the impella cp purge fluid over to the recommended d5w 25meq/l bicarb purge overnight on this patient. The abiomed clinical support consultant was present for the case and transferred the patient to the ICU for check in on 9/4. Act was greater than 250 upon leaving the cath lab so its not uncommon for the cvicu to wait a few hours before initiating systemic anti coagulation of some kind. The field representative rounded on this patient this morning 9/5 and asked about anti coagulation and why the purge bag was not changed. Cvicu stated that the patient was not started on any anti coagulation over night and that he wasn¿t sure why the purge fluid wasn¿t changed. Education provided concerning this matter. Patient was scheduled for explant today. Cp was explanted with out issue. Upon explant of the cp, a right common femoral artery (cfa) thrombus greater than 90% was noted on angio while floating the perclose wire. The left cfa accessed for penumbra thrombectomy of right cfa. Thrombectomy to the right cfa successful. Right distal angio performed and peripheral vascular disease (pvd) noted throughout the patients lower right extremity. The right cfa was also ballooned to ensure a patent artery. Distal flow was restored. Left common iliac was stented x1 for pvd and angio of the left lower extremity displaced pvd similar to the right lower extremity. Bil groins were perclosed at the conclusion of the case and patient returned to cvicu with bil distal pulses intact. The physician was made aware of the cvicu not initiating systemic anti coagulation overnight and not changing out the d5w to our recommended purge fluid. The physician stated that this in not an impella issue, rather a system issue of why anti coagulation was not started on his patient. Plavix was given in the cath lab on arrival and this owning prior to explant. The patient was not harmed, in neurologically intact and following commands and will most likely be extubated this afternoon in cvicu.

Manufacturer narrative:
The investigation into the reported issues has been completed. The device was not returned for benchtop investigation. As per clinical, thrombus observed on right common femoral artery (cfa) upon explant of cp pump and thrombectomy done to the right cfa to successfully evacuate the clot. The cause of the thrombus issue was patient condition related due to thrombus observed in right femoral artery during explant and thrombectomy performed to resolve complication per clinical.